Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 weeks from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 19918950/19918950.

Event description:
It was reported that the patient was experiencing pain at the right lateral hip which occasionally radiated down the anterolateral right lower extremities into the foot with intermittent numbness and tingling. It was also stated that the patient was experiencing inadequate stimulation and pain had worsen when sitting or standing. The patient underwent a procedure wherein the ipg and the leads were explanted. The explanted device components will not be returned.